Event description:
A response was received from the user facility home program manager. The patient was able to complete pd therapy. There was no adverse event, serious injury, nor required medical intervention. The cause of the reported leak is unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during an unknown phase of pd treatment. The patient reported this happened on an unspecified date a few months ago. They indicated there was no alarm from the cycler. It is unknown at which point in therapy the leak began, where the cycler leaked from, nor if any fluid was found within the cyclers cassette compartment. The source of the leak is unknown. The patient also reported the cycler had fallen at some point in time but did not specify how it fell or if there was any observed damage. The patient confirmed they have not experienced any issues nor received any alarms from their cycler. The patient was advised to contact fresenius technical services if they have experience any issues. They were initially requesting a replacement cycler but indicated they would continue to use the cycler. There were no reported adverse events nor serious injuries attributed to the use of a fresenius device, drug, or product. Multiple attempts were made to acquire additional information, however, to date a response was not received.